Event description:
A pump declared alarm 20 during the loading process, but this did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge, but the alarm recurred, preventing insulin therapy from resuming. Customer reverted to using multiple daily injections as a backup therapy.